Event description:
Event description guidant received information that this ventricular lead had tripped the lead safety switch feature. The lead has had low impedance measurements, and increasing threshold measurements.. There was a loss of capture on the ventricular lead. The patient was not symptomatic and had no adverse effects. The device was working fine in unipolar. The field representative will keep the lead in the unipolar configuration and inform the physician. A chest x-ray was done but, no lead damage could be confirmed. A new right ventricular lead was attmepted to be implanted but was unsuccessful due to patient anatomy.the rv lead was left in serivce and a revision procedure would be repeated the next day.